Event description:
It was reported to philips that system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. The review of system log files shows malfunction of c-arc bib (bodyguard interface box). Upon troubleshooting, the fse identified the malfunction with the bib. To resolve the issue, the fse ordered bib part for replacement and the customer replaced bib. The defective part was returned for analysis and the result of part analysis conclusively determines cause of the failure as malfunction of bib. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.